Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while outside of procedure, the vertek arm does not tighten enough on the mayfield. There was no patient present at the time of the issue.